Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by (B)(6), an onkos sales representative, that an unknown patient with an eleos hinge knee replacement underwent revision surgery on (B)(6) 2025. Wash out and swapped components due to a suspected infection. This report captures the eleos tibial hinge. This event will be reported as a serious injury due to the revision procedure.